Event description:
The patient's mother called to report that her son's device "hit him really hard" and wanted to know what actions to take. The patient's mother was referred to her son's physician. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.